Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2025, it was reported that the patient said that he was getting inaccurate readings and was taken by an ambulance and almost died. The patient reportedly declined to provide additional details. According to the complaint documentation, he did not provide date, when it started, the symptoms, or medication given. He reportedly only kept repeating that he was taken by ambulance and almost died. The glycemic state was not described. Per documentation, follow up attempts were unsuccessful. The complaint notes that he was upset and might file a lawsuit just in case. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.